Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal and a defective dso sensor. The cause of the customer reported problem was the faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso seal.

Event description:
It was reported that the pump was displaying an error message that the "cassette was not fitted when the cassette was actually fitted in place." There was unknown patient involvement, and unknown signs or symptoms experienced.